Event description:
It was reported that during a cranial procedure, the perforator bit did not stop at the desired time. It was also reported that there was no adverse consequences and no medical intervention as a result of this event. It was further reported that there was no surgical delay. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting for device return to manufacturer.

Manufacturer narrative:
H6: the quality investigation is complete. Product status unknown.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop at the desired time. It was also reported that there was no adverse consequences and no medical intervention as a result of this event. It was further reported that there was no surgical delay. No further information was provided.